Manufacturer narrative:
(B)(4). Concomitant medical products: item#:00597201701;femoral component porous size g left lot#:unknown. Item#:00597205501;tibial component pegged porous size 7 lot#:unknown. Item#:unknown; 6.5x60mm screw lot#:unknown. Item#:unknown; 6.5x60mm screw lot#:unknown. Item#:unknown; 6.5x60mm screw lot#:unknown. Item#:unknown; 6.5x40mm screw x1 lot#:unknown. Reported event was confirmed by review of medical records. Device history record (DHR) was was unable to be performed as the lot number of the device involved in the event is unknown. Review of the provided records found patient presents with pain. X-rays found progressive radiolucency in the tibia. Presents for revision given the significant polyethylene wear causing osteolysis in the distal femur and the tibia. Significant synovitis due to osteolysis. Significant bone loss noted around the lateral condyle of the femur. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient was revised on 21.5 years post-op due to pain and radiolucency on xray. During the revision, synovitis due to implant wear debris and osteolysis was debrided. The initial patellar component was left in place, and the tibial and femoral components were revised without complication.